Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: what is the procedure name and initial procedure date? (B)(6)- bariatric sleeve/ lap chloe. How was the dermabond applied? Wipe dry, crack, middle and then to edges- 2 layers. What layer of tissue was the dermabond applied on? Skin. How many layers were applied? Usually 2. What prep was used prior to product application? Unknown. What was the location and incision size of the application? 2- 5 cm upper abdomen. Was a dressing placed over the incision? If so, what type of cover dressing used? None. What date did the reaction occur on? 1 week out. Was the cortisone used to address the skin reaction prescribed? Yes. Was there any other medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. Yes - over the counter benadryl and topical steroid cream. Can you identify the lot number of the product that was used? No. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. If the patient was female, please ask if they were exposed to similar products, such as artificial nails? Unknown. What is the most current patient status? Inflammation resolved. Patient demographics: initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions) - all female. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown.

Event description:
It was reported that a patient underwent a bariatric sleeve / lap cholecystectomy procedure on (B)(6) 2018 and topical skin adhesive was used. One week post operatively the patient presented with a skin reaction to the topical skin adhesive. The patient was treated with over the counter benadryl and topical steroid cream. The patient responded well to the cortisone and the inflammation is resolved. Additional information has been requested.